Event description:
It was reported that an unexpected pump reset occurred. The customer experienced a low blood glucose (bg) level, bg value not provided. Customer consumed carbohydrates to address bg and went to the emergency room (ER) for the low bg. Customer reported pain in their fingers and body due to bg level. The customer was treated with intravenous fluids of saline and insulin to address. Customer was released from the emergency room on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.